Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced return of retention symptoms and that at their appointment yesterday, they were told the battery was getting low and the doctor office had started the process for scheduling replacement surgery. However during the call, the patient programmer showed that stimulation was on and no low ins screen came up. Patient also reported that they were still voiding more than prior to implanted however only voiding once a day and still received the urge to void. Patient said that a culture was performed and patient does not have an uti. Patient also reported increase in bladder pain and spasms. The patient was redirected to their health care professional to discuss symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.